Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support was contacted and the device was restored to nominal settings. The patient was stable with no consequences.